Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the solder joint connecting rear pulse wires was broken was broken inside the distribution node (dn). The root cause for the damaged solder joint was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages.